Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with 525 cc mentor memorygel breast implant and experienced left side breast implant rupture confirmed via physical exam, and MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On february 22, 2024, the mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, mentor became aware that the date of surgery was (B)(6) 2024. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6), 2024. - field h6 health effect - impact code ¿device explantation¿ has been added on february 27, 2024, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 525cc breast implant was found to be ruptured, received in three (3) parts. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received (lot-672111). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor became aware that the patient also experienced right side device migration in addition to left side rupture and underwent bilateral replacement surgery with catalog number 3505251bc; serial number (B)(6) on the left side, and with catalog number 3505251bc; serial number (B)(6). On (B)(6) 2024. Complete UDI number has been updated under field d4 on this form. Reason for device explant and/or reoperation: left rupture this supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 6, 2024, device re-evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 525cc breast implant was found to be ruptured, received in three (3) parts. In addition, a crease/fold was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).